Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported issue could not be determined. A potential root cause for the report is due to the temperature cable being defective. Mss advised to check temperature with alternate source. If temperature still not changing, consider replacing probe or temperature cable. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation reopened to update the investigation. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (arcticsun temperature cable) product ifus were found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the arctic sun device was getting alarm 117 (patient temperature 1 change not detected). Mss advised to check temperature with alternate source. If temperature still not changing, consider replacing probe or temperature cable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was getting alarm 117 (patient temperature 1 change not detected). Mss advised to check temperature with alternate source. If temperature still not changing, consider replacing probe or temperature cable.